Event description:
It was reported by an attorney that the patient underwent a robotically assisted hysterectomy with uterine morcellation for the removal of uterine fibroids on (B)(6) 2012. It was reported that prior to the surgery there was no evidence that she had disseminated and/or metastatic cancer, and following the procedure, the patient was diagnosed with cancer. The patient underwent aggressive treatment and therapy following her cancer diagnosis. The patient died as a result of malignant leimyosarcoma on (B)(6) 2014. No further information was provided.

Manufacturer narrative:
(B)(4). Conclusion: the device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellextissue morcellator may lead to dissemination of malignant tissue.